Manufacturer narrative:
The device ro 14 031 has been inspected for investigation purpose. The tests performed confirmed that some of the implanted electrodes were shallow but it was not related to the rosa but to the surgeon's implantation technique. The surgeon agreed that the issue probably occurred due to insufficient training of the operator. The internal complaint reference is the following: (B)(4).

Event description:
During a seeg procedure it has been reported that the patient experienced a significant frontoparietal hemorrhage. A very significant discrepancy was noticed in all of the electrodes, with a >5mm inferior error. This was irrespective of side. Additionally, the electrodes on the right were all too shallow. While brain shift on the post op scan can account for some of the apparent error there is not question it does not account for all of it, in particular the problems with the mesial temporal ones. As a result, we have a hemorrhage, which of course may or may not be due to this, and missed the hippocampus on all electrodes on one side necessitating a subsequent procedure. The surgeon noticed that he missed the hippocampus on all electrodes on one side necessitating a subsequent procedure.